Event description:
It was reported that during a ptca/stenting procedure, the physician experienced difficulty deflating the quantum maverick monorail balloon. The lesion being treated was located in the 80% stenotic proximal circumflex (cx). The physician deployed another manufacturer's stent in the lesion. Then the quantum maverick monorail balloon was used to post dilate distal to the stent. The quantum maverick monorail balloon was inflated twice to a maximum of 18 atms. Attempts to deflate the quantum maverick monorail balloon were unsuccessful, and the balloon was withdrawn partially inflated. The quantum maverick monorail balloon had been inflated for 50 seconds during deflation attempts, with the patient experiencing chest pain and a drop in blood pressure. There was no patient injury reported, and the procedure was completed with this device. Patient status is reported as 'okay'.